Event description:
The doctor stated that the pt was a nasal reconstructive pt. He placed a cantilevered dorsal strut made from the medpor nasal arch implant and a columellar strut. The pt developed an infection and the medpor nasal arch implant was removed.